Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that years ago, whenever they increased the amplitude the stimulation bothered them so they just left it at the same amplitude and had not used their programmer since. They also reported that since they were implanted ((B)(6) 2010), they never really felt stimulation and it was never really programmed correctly. The patient was wondering if the implant was still working. They stated that they were supposed to have it out on tuesday. No further complications were reported/anticipated.